Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor was going to put the angio-seal device in the patient, he felt resistance in the artery, which made him withdraw immediately. There was no harm to the patient. Additional information was received on 06aug2020: the procedure was a coronary angioplasty (it was an angiogram with possibly angioplasty). Blood loss was not significantly. Hemostasis was achieved normally. Additional information was received on 11aug2020: hemostasis was achieved normally with another angio-seal device and they did not have a problem with the second device. Additional information was received on 19aug2020: the first step when they had the dilatator was when they had difficulties inserting into the artery. They did not check for scarring on the access site or calcification; however, they introduce the introducer, thinking the patient did not have any calcification in the artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensional testing and functional testing of the returned sample. One used 6fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath along with the header bag. The carrier tube assembly was returned as well. No other accessory components were returned. Visual inspection revealed the arteriotomy locator was found to be appropriately mated with the hemostasis sheath. The carrier tube assembly was returned in the forward lock position. It was noticed that the locator was properly snapped on the sheath hub. The mated hemosheath and arteriotomy locator was examined under a microscope and the alignment of the blood inlet holes were confirmed. There was tissue debris found on the hemosheath blood inlet holes. The tip of the sheath was deformed and there were two bumps on the tip. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications of manufacturing. Functional testing was performed by inserting the sheath/locator assembly into a 6fr vessel model. The sheath/locator assembly was inserted into a vessel model. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitively determined based on the available information.